Event description:
A call was received for a bed that was allegedly not having a proper level of sensitivity for detection of a patient exiting the medical bed, did not detect and, did not signal a patient getting up the bed.